Event description:
Consumer removed a tampon that elongated and then came apart insider her. Consumer indicated some of the pieces remained inside after removal of the tampon. Consumer indicated she is fine.

Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned any unused product for evaluation at the time of this report.